Event description:
Procedure type: hysterectomy. According to the reporter: the needle of a covidien 0 polysorb on an es-9 taper needle broke during a surgical intervention. No immediate patient harm was noted.

Manufacturer narrative:
(B)(4).